Manufacturer narrative:
Additional information was requested regarding patient and device details; however, could not be made available as of the date of this report. Should more information be provided, a supplementary report shall be submitted. (B)(4).

Event description:
Per the surgeon, during initial implantation surgery performed on (B)(6) 2017, whilst attempting to place the implant, the surgeon inadvertently punctured the sigmoid sinus. Subsequently the sinus was plugged with bone wax, a new site was determined and the implant was placed successfully. Following the procedure, the patient experienced blood in the middle ear space. The patient was medically treated and sent home. There is no report of patient injury associated with this event.